Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate an (B)(6) year-old female patient during cardioversion, the device failed to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer report was observed during review of the device's history log. The device was put through extensive debug and final testing without duplicating any malfunction to the device. Review of the device log indicated the device stop charging as a result of timeout based on capacitor charge time. Batteries returned with the customer device were not used in the event. Later in the event the device was able to charge and deliver energy. There are no faults observed in the device log. Analysis for reports of this type has not identified an increase in trend.